Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion occurred which exposed the outer insulation at 3.0 - 3.3 cm from the connector pin. The abrasion was caused due to friction to the device can at the proximal region.

Event description:
This report is to advise of an event observed during analysis.